Event description:
The patient fell out of her wheelchair onto the pump; it pushed the pump laterally. The pump was in an uncomfortable position for the patient. The physician decided to move the pump more medially. It was felt that the patient should do fine now that the pump was not so superficial and close to her hip. The device system was used to deliver baclofen.

Manufacturer narrative:
(B) (4).